Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a safety insulin needle and syringe. The customer stated the safety mechanism on the needle is sticking ... It is hard to pull back and the result was two nurses were stuck.